Event description:
A coronary stent was successfully advanced to the target lesion site in the mid-lad. Upon initial inflation attempt the balloon would not inflate and contrast media was noted to be leaking from the syringe. During withdrawl of the delivery system, the physician noted that the stent had embolized to an unknown location. A second coronary stent was successfully deployed at the target lesion site. There were no clinical sequelae reported relative to the event.